Manufacturer narrative:
Please revert sections d, e and h to blank

Event description:
This report is being cancelled as it is not a valid complaint, just safety disk maintenance.

Event description:
It was reported that , the system98 intra-aortic balloon pump (iabp) unit reached safety disk hours.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the system98 intra-aortic balloon pump (iabp) unit reached safety disk hours. There was no patient harm reported.